Event description:
Pt went in for back surgery in 1994 and stitches were used to close the wound. Pt had staph infection which developed the next month. Infection was aggressively treated with IV antibiotics. Had to have a cvp line put in to treat infection. The stitches were taken out.